Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was detected by the device during an electrosurgical procedure. Inappropriate therapy was noted via merlin.net transmission. A magnet was taped over the device and slipped through the duration of the procedure. No permanent programming changes were necessary. Device remains implanted.